Event description:
The distributor reported a bilateral tmj patient had the left tmj explanted due to swelling and pain. The surgeon suspects the patient may be having an allergic reaction to titanium.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. File one of six for the same event.